Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 600mg/dl. The customer declined to troubleshoot and requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.